Event description:
The customer reported the screen intermittently goes white and they lose the live image. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. All circuit boards were reseated, the ac plug was tightened and all wires in the cable power adapter were tightened. The sys was then found to be operating as intended.